Event description:
The physician was attempting to implant a 4.0mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however, the physician could not pass the stent to the target lesion. No patient injury occurred and no clinical sequelae were reported. The device returned to the manufacturing facility and the stent was noted to be damaged. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st proximal segment was flared. A number of other segments were slightly misaligned. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; severe calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification). (B)(4).